Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional armada device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat an aorta bifurcation. An 8x40mm armada 35 balloon was advanced to the lesion and was inflated 1-2 times at 8 atmospheres (atms) when it ruptured and a piece (around 1 to 2mm length) of balloon released in the artery. Another 8x40mm armada 35 balloon was inflated once and burst at 8 atms. It was decided to attempt to retrieve the balloon portion that separated from the first armada 35 but it wasn't possible. Therefore, a stent was used to embed the separated balloon piece to the vessel wall. The patient was transferred to the intensive care unit afterwards. On day 4, the patients clinical condition was hemodynamically good. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned unit. The balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the calcified lesion causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na